Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted dense mesh adhesions that required intensive lysis. It was decided that it was unsafe to remove the mesh due to the ingrowth. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 4/5/2021.

Manufacturer narrative:
Date sent to the FDA: 4/14/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.